Manufacturer narrative:
(B)(4). The device was returned and the reported inflation difficulty was not confirmed. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during a unspecified procedure of the moderately calcified mid right coronary artery (rca) the nc trek balloon dilatation catheter (bdc) was positioned at the lesion but the balloon could not be inflated; the unspecified indeflator gauge did not move at all. The nc trek was removed without reported issue and outside the anatomy the balloon could not be inflated until it exceeded rated burst pressure at 22 atmosphere (atm). There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.